Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant medical product: 8253200: patient interface 8253200 response 3.0 (B)(4), lot 207010602 510k: k083124 etn manufactured may 15, 2013 (B)(4). Product evaluation: device analysis is not available; evaluation in progress, but not yet complete. Method: no testing methods performed. Results: results pending completion of evaluation. (B)(4).

Manufacturer narrative:
Date manufacturer received: june 18, 2014. Product evaluation: received nim 3.0 mainframe, patient interface, patient simulator, and muting probe for evaluation by the engineering group. The condition of the device showed no significant physical damages. A shake test was performed on the mainframe; no loose parts were heard. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; system responded appropriately. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The muting probe impedance was within spec. The devices were released to service and repair for processing. Service and repair evaluated the nim response mainframe 8253001, s/n (B)(4), and could not verify the customer¿s issue. Upgraded software to current specification. As a precautionary measure, placed unit in burn-in for 24 hours attempting to observe any heat related failure. Unit never failed. The unit was tested and passed all manufacturing specifications. Evaluation of the nim response interface 8253200, s/n (B)(4), could not verify the customer¿s issue. Replaced wave washer due to cable clip loose. The item was tested and passed all manufacturing specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device does not seem to be responding the way it should; the mainframe is ¿not alarming¿. There was no patient impact.